Event description:
It was reported that during a ptca treatment procjedure, the maverick monorail balloon ruptured at 6 atms on the initial inflation. The pt was asymptomatic during this event. The lesion being treated was a calcified, 100% stenotic lesion in the lad coronary artery. It is noted that resistance was met with insertion of the balloon across the lesion. The maverick monorail balloon was removed and replaced with a sprinter 1.5 mm balloon, but the sprinter 1.5 balloon ruptured at 12 atms on the initial inflation. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.